Event description:
It was reported an initial left total knee arthroplasty, performed. Subsequently, the patient underwent a revision nine years post procedure, due to pain and loosening. No further complications were reported.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: unk femoral component, MDR: 0001825034-2022-01134; unk tibial component, MDR: 0001825034-2022 -01135; unk bearing, MDR: 0001825034-2022-01137.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.